Event description:
It was reported that wr is having difficulty connecting to the ins to charge for the last month there has been a change in coupling. Caller also expresses that wr app will not connect to the wr, even though they can see the wr icon on the top of the screen to show that they are connected via ble. Caller reported seeing error code 1713, multiple times throughout troubleshooting. Reviewed meaning of code which doesn't match as it was confirmed ins is at 75% and therapy is on. Tried to switch recharger but that didn't work either. Caller indicated that ins has moved laterally, toward armpit. Discussed possible need for x-ray to check position of the ins in pocket to aid in locating a better charging location. Ts also decided to get a replacement of the wr. Request sent to repair for replacement as pt's battery will be getting low by monday if they cannot connect to ins and recharge. No symptoms reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200 (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.